Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: as of now there is no information regarding the explant or reoperation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent primary breast augmentation with a 560cc mentor smooth round high profile on the right side, and 630cc mentor smooth round high profile on the left side, and experienced breast implant deflation on her right side postoperatively. As a result, the patient underwent unilateral explantation and replacement with mentor saline device on (B)(6) 2021. On october 27, 2021, mentor became aware that the patient also experienced bilateral capsular contracture; baker grade ii, and psychiatric disorder as the patient suffered anxiety, and depression. At the time of this report, mentor has received no information regarding explantation or an expected explantation date for the left side device. This medwatch report is for the patient¿s left-sided device.

Manufacturer narrative:
A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. This supplemental medwatch report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).